Event description:
Distribuor contacted dexcom technical support on (B)(6) 2014 to claim intermittent audio output on (B)(6) 2014. Distributor tested the alert functionality and reported the alerts were not functional. Distributor did not report any injuries or medical intervention.

Manufacturer narrative:
(B)(4).